Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information of similar complaint and the information from olympus europa k.g (oekg) there was the possibility that the reported phenomenon was attributed to the handling by the user facility or the endo therapy accessories used with the device.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the forceps elevator of the subject device did not work during the preparation for use. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device and duplicated the reported phenomenon which the subject device did not work properly. There was no report of patient injury associated with this event.